Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of feeding tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the device was being pulled out through the stoma, the one step delivery system was detached. The procedure was completed with a new endovive one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.

Manufacturer narrative:
A visual examination of the returned device found the button, sheath, red strip and black suture to be intact on the delivery system. The delivery system c-flex tubing was separated (torn) at about 10mm of the tubing remained on the distal end of the tapered connector. The rest of the c-flex tubing was present and without issue. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube became separated. Based on all gathered information, the most probable root cause is "operational context". A DHR (device history record) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the device was being pulled out through the stoma, the one step delivery system was detached. The procedure was completed with a new endovive one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.